Manufacturer narrative:
The insulin pump was received with unresponsive up arrow buttons due to unlocked connector at lcd board. The device had minor scratches on the lcd window.

Event description:
Customer reported via phone, the up arrow on the insulin pump wasn't responding. Customer's blood glucose was 151 mg/dl. Customer didn't recall any significant event which may have caused the keypad issues. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.